Event description:
Edwards received additional information indicating this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, three (3) months. A 29mm transcatheter valve was implanted with no reported complications. No additional details provided.

Event description:
Edwards received information that this bioprosthetic mitral heart is failing after an implant duration of approximately seven (7) years, three (3) months. The mode of failure is currently unknown. Additional information received indicates the patient was scheduled to undergo valve-in-valve intervention; however, equipment in the lab was not working and the procedure was postponed. No additional details were provided and a date for intervention is not known.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information regarding the event, no additional details were provided.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, no additional information has been provided indicating when intervention will take place. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.